Event description:
It was reported that the balloon of the foley catheter had seven or eight holes in it. It was stated that it had ripped from there on the 7th day of placement. Per additional information via email from ibc on 28may2021, it was stated that the funnel branch of the catheter was damaged. The patient had dementia and would touch the catheter.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). A review of warning: method for usethe device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: (1) do not inflate the balloon in the urethra. (2) do not pull the catheter hard. (3) do not reuse. (4) do not resterilize. (5) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (6) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] (7) do not use in patients who are or have been allergic to natural rubber latex. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the catheter had seven or eight holes in it. It was stated that it had ripped from there on the 7th day of placement. Per additional information via email from ibc on 28may2021, it was stated that the funnel branch of the catheter was damaged. The patient had dementia and would touch the catheter.